Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files. Siemens requested the chemistry and filter data for further investigation. Siemens technical support center specialist instructed the customer on how to handle samples with abnormal reaction flags and also ordered sample diluent for the customer. Siemens requested the customer test the sample, but the customer did not have any additional sample remaining for the repeat testing. The customer observed a patient result flagged with abnormal reaction flag and diluted this sample with nacl in error. Quality control level 1 shows a high negative bias to target. Additional information was requested by siemens. Siemens is investigating the issue. MDR 2517506-2018-00560 was also filed for this event.

Event description:
Discordant, falsely low cardiac troponin-I (tni) results were obtained on a patient sample on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned the result. The sample was diluted 1:6 with nacl and repeated twice, resulting higher. The patient was admitted to the hospital. A new sample draw was tested and repeated twice, resulting higher. The second repeat result was reported to the physician(s) as a correct result. Two additional samples were also discordant, resulting in negative numerical values and flagged with an abnormal assay flag. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tni results.

Manufacturer narrative:
Siemens filed the initial MDR (B)(6) 2018. Additional information (12-oct-2018): siemens investigated the issue and found the dimension vista operator's guide provides instructions on how to process the samples with abnormal reaction flags. The customer did not follow the instructions in the operator's guide. The cause of the discordant flagged result cannot be determined based on the available information. The instrument is operating within manufacturing specifications. H6 conclusion code was updated. No further evaluation of the device is required. MDR 2517506-2018-00560_s1 was also filed for this event.